Manufacturer narrative:
Section b5: the (B)(6) 2020 admission is reported under MFR # 2916596-2020-05049. Section g6: "30-day" was inadvertently not checked in the prior report. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted to intensive care unit (ICU) with hypoxemic respiratory failure with vent settings at 26/420/40%/+8. Physician was called to bedside for a low flow event ~2200 on (B)(6) 2020. Patient noted to have worsening shock with levophed up to 60 microgram/minute with continuous renal replacement therapy temporarily set to fluid removal. Bedside echocardiogram performed revealed no pericardial effusion, left ventricle small, right ventricle dilated and bulging into left ventricle, right ventricle moderate to severe dysfunction. Central venous pressure noted to be at 18-19. Patient also had frequent premature ventricular contractions, picture archiving and communication system with additional indeterminate rhythms and axis changes - unable to be captured on electrocardiogram despite attempt. History of ventricular tachycardia. With an assessment of worsening right ventricular failure in setting of pump and acute respiratory failure with collapsed left ventricle and large right ventricle, patient is on 5 mics of dobutamine, 10 mics of epinephrine, epoprostenol, regular insulin, lidocaine drip, 12 mics of norepinephrine, 0.03 units of vasopressin, intravenous ampicillin. Pump speed now at 5000 with low pulsatility index indicating likely right ventricle failing even further on (B)(6) 2020. Dobutamine started 10 microgram/kilogram/minute and epinephrine around 10, at high doses. The patient was originally admitted on (B)(6) 2020 for acute decompensated heart failure with a long complicated course including upper gastrointestinal bleeding (ugib), hemothorax requiring video-assisted thoracoscopic surgery (vats) procedure, and right upper extremity angiplasty for clotted arteriovenous fistula.

Event description:
It was reported that the several adverse events leading up to the patient's death, including right heart failure, sepsis, shock, gi bleed, and arrhythmia were not thought to be device related. The device operated as expected.

Manufacturer narrative:
Section b5: most recent admission for gastrointestinal (gi) bleeding is addressed under MFR # 2916596-2020-05026. Clotted arteriovenous fistula is addressed under MFR # 2916596-2021-00030. Hemothorax requiring video-assisted thoracoscopic surgery (vats) procedure is addressed under MFR # 2916596-2020-05049. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (sepsis, patient expiration, bleeding, cardiac arrhythmia, right heart failure, thromboembolism, respiratory failure, and patient condition) cannot be conclusively determined through this investigation. The report of low flow events cannot be conclusively determined through this investigation as no log file data from the time of the reported event was provided by the account. The heartmate 3 left ventricular assist system instructions for use lists sepsis, death, bleeding, cardiac arrhythmia, right heart failure, thromboembolism, and respiratory failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Cardiac arrhythmia and thromboembolism are also listed as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. Information regarding the recommended anticoagulation therapy and international normalized ratio range is provided in the instructions for use, as well as instructions regarding preventing infection. This document states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ additionally, the instructions for use explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and notes that changes in patient conditions can result in low flow. This document describes all system alarms and the recommended actions associated with them. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 08aug2016. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists sepsis, death, bleeding, cardiac arrhythmia, right heart failure, thromboembolism, and respiratory failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Section 6 lists cardiac arrhythmia and thromboembolism as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. Information regarding the recommended anticoagulation therapy and international normalized ratio range is also included in this section. Additionally, section 6 states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿. Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to right heart failure, cardiogenic shock, and septic shock.